Manufacturer narrative:
No button response due to corroded keypad traces. Analysis was unable to test for unexpected restart alarms due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the numbers were ramping on their own. The customer reported that she received an unexpected restart alarm. The customer's blood glucose was 32 mg/dl at the time of incident. The customer's blood glucose was 370 mg/dl at the time of call. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.